Event description:
It was reported that during pump prep, they could only aspirate 23ml of water. Per specifications pumps were filled with 37.5ml at shipping. In attempting to troubleshoot the issue, healthcare provider (hcp) filled it with 30ml of saline and aspirated all 30ml (and saw bubbles indicating empty) successfully. It appeared that pump was not filled to 37.5ml at manufacturing. Another pump was implanted instead. In regards to patient outcome it was stated that the patient was never doing poorly; the surgery was for standard replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.